Manufacturer narrative:
Log file analysis review date: (B)(4) 2016; log dates through (B)(4) 2016: normal power consumption. Additional notes: no alarms have been logged in the last 14 days of available data. Neurological dysfunction is a known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient on (B)(6) 2016 called "911" after fall related to "left-sided weakness, impaired swallowing ability and speech". Patient was taken to hospital ER where he was worked up to rule-out embolic stroke and sustained skeletal fractures. Patient was then transferred to implanting center where he is currently being admitted. Ortho team to address skeletal fractures for possible surgical correction. It was stated on (B)(6) 2016 the neuro deficits remain the same but that the vad team was making arrangements to have patient transferred to rehab facility. No additional information available.